Event description:
The customer reported being hospitalized due to high blood glucose of 426mg/dl. The customer was experiencing nausea, excessive thirst, fatigue, low blood pressure, and fever. Troubleshooting was performed. The time, date, settings, and programming were correct. Reviewed the alarm history and found an auto off alarm. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to remove the cannula, and it was not bent or occluded. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.